Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: a1, b5, b7. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, right groin pain, significant adhesions, nerve pain, scar tissue, ilioinguinal nerve entrapped, wound dehiscence, multiple pieces of mesh noted as balled up, adhesions, and open wound. Post-operative patient treatment included varicocelectomy, hydrocelectomy, right inguinal hernia repairs with mesh and retention sutures, removal of previous mesh, removal of entrapped appendix, lysis of adhesions, excision of scar tissue, excision of cord and testicle right orchectomy, tissue was separated at the lateral aspect with the sutures pulling through the fascia, removal of mesh, open wound vac, and reduction of dehiscence.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, recurrence, right groin pain, significant adhesions, nerve pain, nerve damage, scar tissue, ilioinguinal nerve entrapped, wound dehiscence, multiple pieces of mesh noted as balled up, erosion of mesh into appendix, mesh migration, open wound, neuralgia, organ loss, nerve injury, nerve entrapment, constipation, and depression. Post-operative patient treatment included varicocelectomy, hydrocelectomy, right inguinal hernia repairs with mesh and retention sutures, removal of previous mesh, removal of entrapped appendix, lysis of adhesions, excision of scar tissue, excision of cord and testicle right orchectomy, tissue was separated at the lateral aspect with the sutures pulling through the fascia, removal of mesh, revision of mesh, open wound vac, reduction of dehiscence, orchiectomy, medication, and appendectomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, recurrence, right groin pain, significant adhesions, nerve pain, nerve damage, scar tissue, ilioinguinal nerve entrapped, wound dehiscence, multiple pieces of mesh noted as balled up, erosion of mesh into appendix, mesh migration, and open wound. Post-operative patient treatment included varicocelectomy, hydrocelectomy, right inguinal hernia repairs with mesh and retention sutures, removal of previous mesh, removal of entrapped appendix, lysis of adhesions, excision of scar tissue, excision of cord and testicle right orchectomy, tissue was separated at the lateral aspect with the sutures pulling through the fascia, removal of mesh, revision of mesh, open wound vac, and reduction of dehiscence.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, right groin pain, significant adhesions, nerve pain, entrapped nerve and mesh, dehiscence, small opening in lateral aspect of his groin incision, tissue was separated at the lateral aspect with the sutures pulling through the fascia, multiple other pieces of mesh noted balled up and had adhesions between them and small bowel, appendix wrapped in one of the mesh and this was removed. Post-operative patient treatment included right inguinal hernia repair with mesh and retention sutures, right orchectomy, removal of mesh, and reduction of dehiscence.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, right groin pain, significant adhesions, nerve pain, scar tissue; ilioinguinal nerve was embedded in scar, dehiscence, small opening in lateral aspect of his groin incision, multiple other pieces of mesh noted balled up and had adhesions, open wound. Post-operative patient treatment included right inguinal hernia repair with mesh and retention sutures, appendix wrapped in one of the mesh and this was removed, right orchectomy, tissue was separated at the lateral aspect with the sutures pulling through the fascia, removal of mesh, open wound vac, and reduction of dehiscence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, right groin pain, significant adhesions, nerve pain, entrapped nerve and mesh, dehiscence, small opening in lateral aspect of his groin incision, tissue was separated at the lateral aspect with the sutures pulling through the fascia, multiple other pieces of mesh noted balled up and had adhesions between them and small bowel, appendix wrapped in one of the mesh and this was removed. Post-operative patient treatment included right inguinal hernia repair with mesh and retention sutures, right orchectomy, removal of mesh, and reduction of dehiscence.